Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella 5.0 had positioning issues. Impella 5.0 inserted in the right axillary artery. Implantation without complication. During support the patient had a red alert impella position incorrect, ECMO flow was not changed, position check recommended and depending on lv filling reduce impella flow slightly. Volume management discussed.